Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The patient presented to the cath lab with bradycardia and shock, requiring repositioning of her transitorial pacemaker. The 100% stenosed target lesion was located in the calcified mid right coronary artery (rca). Thrombus was noted in the lesion and it was treated with an aspiration catheter. The lesion was predilated with a 2.5mm maverick balloon and then a 3.5x32mm omega stent delivery system (sds) was advanced to the lesion. The omega stent was successfully deployed in the lesion at 18atms. A 3.5mm quantum maverick balloon catheter was advanced to the lesion for post dilation; however, it was noted that he physician experienced resistance during advancement. The physician was able to reach the lesion with the balloon catheter and post dilation was performed at 24atms; however, it was noted that the proximal end of the omega stent became shortened during post dilation. A 3.5x16mm liberte stent was successfully deployed in the proximal region of the omega stent with excellent angiographic results. The procedure was successfully completed with no patient complications reported. The patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.